Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Corrected information: d9, h3 h3 other text : product not accessible for evaluation

Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.